Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: please find attached medical records (B)(6) 19 and (B)(6) 19 op reports.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
¿It was reported that on (B)(6) 2019, patient underwent a hemicolectomy. On (B)(6) 2019, patient returned to hospital with complaint of severe abdominal pain which was determined to be an anastomotic leak with intra-abdominal sepsis. Patient underwent an anastomotic resection that same day. On (B)(6) 2019, patient underwent a colostomy reversal. Further, on (B)(6) 2020, patient underwent a hernia repair.¿